Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor driver serial number dywig056r was received at the bd bard global service and repair. The encor driver was visually inspected upon receipt and was found to be in good overall condition. The device was functionally tested and passed the test identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device unintended movement issue. The root cause for reported unintended movement issue cannot be determined as the problem could not be reproduced. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the encor driver continued sampling even when the encor enspire displayed error code 1005 driver button or contact stuck during initialization. It was also reported that the driver button did not respond when pressed. There was no patient contact.

Event description:
It was reported that the encor driver kept sampling when error code 1005 driver button or contact stuck during initialization was displayed on the encor enspire. It was further reported that the encor driver button failed to respond when pressed. There was no patient contact.

Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.